Event description:
Event description guidant received information that, 33.5 months post-implant, this implantable cardioverter defibrillator (ICD) declared eri. It was reported that the device has delivered 1-2 shocks since eri declaration and the device is now at eol and has been explanted. It is unknown whether or not this patient has had an MRI. The representative noted that he would try to get the device sent back to guidant for analysis.